Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) due to an extended charge time. The battery voltage remained at mol1, at 2.66 volts. The physician elected to explant this device, and has returned it to guidant for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.